Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose read low ( <70 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported include hypoglycemia as well as the patient had a seizure. The patient was treated at home with with 4 ounces of orange juice and baqsimi nasal spray in which was previously prescribed. The patient had gone to the hospital. Once at then hospital the patient had a electrocardiogram (EKG) performed. The patient was at the hospital for 4 hours.